Event description:
A peritoneal dialysis (pd) pt reported that dialysis solution leaked on the floor and on the tubing near the pt's blue clamp. In a f/u call with the pd nurse, it was reported the fluid leak was not found inside the cassette door or in the cycler. There were no holes in the tubing, and the source of the fluid leak was unk. The pt was prescribed seven doses of levaquin 500mg taken every other day. The pt's effluent was clear. Sample was discarded.

Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.